Manufacturer narrative:
Event is still under investigation at this time.

Event description:
The initial 3fr PICC line had been tunneled subcutaneously from the chest wall and entered into the subclavian vein of the small infant on (B)(6) 2015. The patient was sent home for management. Two weeks post insertion ((B)(6) 2015), a leak in the junction where the clear extension tube meets the purple hub was noted. The physician describes the procedure to be a 'tunneled PICC'. According to the physician, the PICC line was in no way forced, pulled, stretched or otherwise placed under undue force. It was simply passed through each sheath with the stiffener in place just as it would be through the arm. The physician thought that somehow the PICC extension may have been under some sort of stress and split, so he replaced a second line using the same approach described above. (1820334-2015-00780). A second line was placed under a general anesthesia. Two weeks after this second placement, the physician was alerted to the PICC leaking and upon review. Found there to be a 'split'/'detachment' at the same area of the previous PICC. As this occurred towards the end of the treatment, the device was removed. (1820334-2015-00806). No adverse effects to the patient have been reported.

Manufacturer narrative:
(B)(4). Investigation / evaluation: a visual inspection of three, returned, unopened and unused products along with a review of the complaint history, device history record, documentation, drawing, quality control (qc), specifications and trends was conducted during the course of investigation. Information was provided by the reporter that during the procedure, the PICC was in no way forced, pulled, stretched or otherwise placed under undue force. It was simply passed through each sheath with the stiffener in place just as it would be through the arm. This device is statistically pressure tested. The device is 100% inspected to confirm correct extension tube and that the winged areas are securely attached. Based on the information provided, we are unable to determine with certainty what led to this failure mode. The appropriate personnel will be notified. Per the quality engineering risk assessment (qera) no further risk reduction is required.

Event description:
The initial 3fr PICC line had been tunneled subcutaneously from the chest wall and entered into the subclavian vein of the small infant on (B)(6) 2015. The patient was sent home for management. Two weeks post insertion ((B)(6) 2015), a leak in the junction where the clear extension tube meets the purple hub was noted. The physician describes the procedure to be a 'tunneled PICC'. According to the physician, the PICC line was in no way forced, pulled, stretched or otherwise placed under undue force. It was simply passed through each sheath with the stiffener in place just as it would be through the arm. The physician thought that somehow the PICC extension may have been under some sort of stress and split, so he replaced a second line using the same approach described above. (1820334-2015-00780). A second line was placed under a general anesthesia. Two weeks after this second placement, the physician was alerted to the PICC leaking and upon review. Found there to be a 'split'/'detachment' at the same area of the previous PICC. As this occurred towards the end of the treatment, the device was removed. (1820334-2015-00806). No adverse effects to the patient have been reported.